Event description:
Complaint related to falsely elevated advia centaur ca 19-9 results with some pt samples originating from several clinical laboratories. The intended use of the advia centaur ca19-9 assay is to monitor pts with known diagnosis of gastrointestinal cancer (which may or may not be clinically in remission). In consultation with bayer's medical affairs officer the assessment was done that a falsely elevated ca19-9 result could lead to the conclusion that the pt had replapsed and the raminfication may be an unnecessary pt intervention, despite the absence of radiographic corroboration. Further internal investigation by bayer confirmed the complaints. It was determined that a 1:2 dilution provided a limited correction and this was communicated to customers as a temporary workaround via a customer notice. Furthermore, it was determined that the observed false elevation is associated with particular characteristics of the antibody used in the manufacture of lots 75 and 78 of the ca19-9 reagent. The antibody used in the manufacture of these lots is more susceptible to interference from heterophilic antibodies. Bayer's instructions for use for the advia centaur ca19-9 assay does have specific disclaimers for heterophilic antibodies. New lots of reagents produced so far do not exhibit the same pronounced effects as lots 75 and 78. This event is being reported since there is a potential that a pt could undergo unnecessary intervention based on the falsely elevated ca19-9 results. At this time bayer does not have knowledge of any death or serious injury associated with this event in the united states or anywhere else in the world.